Event description:
The clinic reported that a laser vision correction patient who underwent an uneventful ilasik procedure in both eyes presented at a post op examination with dlk (diffuse lamellar keratitis) in both eyes. The dlk was treated and resolved. At a follow-up exam the patient was diagnosed with an epi ingrowth in the right eye. The corneal flap was lifted and the epi ingrowth was removed. The patient's uncorrected visual acuity 4 days following the epi ingrowth removal was 20/40 in the right eye and 20/25 in the left eye.

Manufacturer narrative:
(B)(4). An amo field service representative was on site on the date of the patient's lasik procedure for surgery support and no issues were observed with the operation of the equipment. All pertinent information available to amo has been submitted.    Placeholder.